Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable high elecsys vitamin d assay results for one patient sample. The initial result was 86 ng/ml with a data flag. The automatic repeat result was 66 ng/ml. The sample was poured into a secondary tube and recentrifuged at 4500 rpm for 5 min. The repeat result was then 37 ng/ml. This result was deemed to be correct and was reported outside the laboratory. There was no allegation of an adverse event. The customer used cobas 8000 e 602 module serial number (B)(4). The customer refused a service visit for the issue. Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. Investigations are ongoing to determine the root cause of this issue. A workaround has been provided to customers.

Manufacturer narrative:
The roche service representative decontaminated the instrument, adjusted water pressure, gear pump, valves, probes and mixers. Syringe seals, black o-rings, pinch valve tubing, reagent probe were replaced. Instrument check performed within specifications. Precision run results were as expected. Based on the data provided a definitive root cause could not be identified.